Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Helix and lead tip were found intact. Resistance testing found the lead was not electrically continuous as the inner coil was fracture. This probable may have contributed to the electrical and physical allegations.

Event description:
It was reported that this right atrial (ra) lead was unable to be successfully implanted due to helix extension issues. It took multiple turns to extend and the lead fractured. The lead exhibited noise and impedance was low of 100 ohms. This lead was successfully replaced. No adverse patient effects.

Manufacturer narrative:
The product has been received for analysis. Once the analysis is performed, this report would be updated at that time.

Event description:
It was reported that this right atrial (ra) lead was unable to be successfully implanted due to helix extension issues. It took multiple turns to extend and the lead fractured. The lead exhibited noise and impedance was low of 100 ohms. This lead was successfully replaced. No adverse patient effects.